Manufacturer narrative:
A supplemental report is being submitted for device correction and investigation completion. Correcting b5. Product event summary: twelve (12) batteries of unknown serial numbers and one (1) battery charger of unknown serial number were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes involving batteries that rapidly discharge can be attributed but not limited to soldering or welding defects. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery charger not charging event can be attributed, but not limited, to a component failure and/or an assembly error. Additional products: battery h6: FDA method code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was suspected that the battery charger could have been defective as well.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Corrected fields: b5 event description was updated to include previously left out battery charger disposition. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery charger was replaced.

Event description:
It was reported that the batteries exhibited a power consumption issue, and the batteries were replaced. One week later, the batteries again exhibited a power consumption issue and were said to have a "return time" of more than half an hour. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery charger: model #: 1610de / catalog #: 1610de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the serial numbers and log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.